Event description:
It was reported that the patient presented the implantable cardioverter defibrillator (ICD) in backup operation due to performing magnetic resonance imaging (MRI) without putting the ICD in MRI mode. Programming changes were made, and the ICD was restored. There were no patient consequences.

Event description:
New information received notes that high voltage therapy was also not active on the implantable cardioverter defibrillator during backup operation.